Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure mode could be user related (handling issue)/ operator error/ mechanical failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for discovering a stone in the left ureter for more than one month. After related examinations, it was initially diagnosed as left ureteral stones with hydrops and infections. The patient was sent to the operating room for left ureteroscopy and transurethral/renal pelvic laser lithotripsy on (B)(6) 2021. The operation went smoothly and the patient had no obvious discomfort. During the operation, the bard f16 double-lumen urinary catheter was indwelled, 15ml of water was injected, and the patient was returned to the ward after the operation. The patient found the urinary tube prolapsed after waking up. The nurse checked the urinary tube, the end of the tube was intact and also the water bladder at the front end was broken, and the patient had no discomfort. The nurse reported the situation to the doctor on duty and ordered to observe. The patient resolved to urinate and there was no significant discomfort in the follow-up